Event description:
A report was received that a patient was experiencing tenderness and soreness at the ipg site. The patient had lost weight due to a recent illness (not device related) and has since been experiencing the symptoms. The physician has recommended the patient undergo a pocket revision.

Event description:
A report was received that a patient was experiencing tenderness and soreness at the ipg site. The patient had lost weight due to a recent illness (not device related) and has since been experiencing the symptoms. The physician has recommended the patient undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient's ipg was successfully explanted. The physician replaced the ipg due to preference. The patient was re-implanted and is reportedly doing well. The returned product analysis for the ipg passed electrical, performance and visual inspection tests. The device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed.